Manufacturer narrative:
The customer was performing antibody screen testing on the ortho provue analyzer and reported that a weakly positive reaction was falsely interpreted as negative. Review of photographic images taken at the time of the incident indicates that the analyzer did not interpret possible weak agglutination. No definitive root cause was determined for the incident. An ocd field engineer (fe) arrived on-site and performed service to the instrument. Erroneous results were not reported, as the test results in question did not agree with results obtained by an alternate method, or pt history. Based upon the available info, if this incident were to recur undetected, it may lead to transfusion of incompatible blood. Provue malfunction cannot be ruled out.

Event description:
The customer was performing antibody screen testing on the ortho provue analyzer and reported that a weakly positive reaction was falsely interpreted as negative.